Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event could not be reproduced during device evaluation. Therefore, it is possible that the endoscopic image was temporarily not displayed due to poor communication with the video system center due to dust or dirt on the electrical contacts of the video connector. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4) as a result of the evaluation, the following was confirmed. The reported phenomenon was not reproduced. The endoscopic image was always displayed and there was no interference. Only one defective pixel was found on the endoscopic image. The device met all inspection criteria. The camera cable was undamaged and there were no leakages. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the procedure started, the endoscopic image disappeared. There was no report of patient injury associated with the event.